Event description:
Customer reportedly obtained a result of 38mg/dl on the device while a lab returned as 107mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.